Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team performed a macroscopic examination which revealed deformation on the inferior surface of the insert, as well as on the posterior lock. Wear on the articulating surface and post were indicative of normal use. Damage to the posterior lock indicates that it is likely the insert was not fully seated, which may have led to the eventual revision. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.